Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), velocity delivery microcatheter (velocity) and, non-penumbra balloon catheter. During the procedure, the physician accessed the high cervical with the neuron max and then advanced a guidewire and velocity to the m2. Next, after advancing the jet7 over the guidewire and velocity, the physician removed the guidewire to make the first pass using the adapt technique with the jet7 and velocity; however, was unable to remove the clot. The physician then decided to retract the jet7 back from the m2 and into the internal carotid artery (ica) to make a second pass. However, while advancing the guidewire and balloon catheter through the jet7, the physician experienced resistance; therefore, the jet7 was removed and the distal tip was found to be damaged. It was reported that no portion of the jet7 remained in the patient. The procedure had ended at this point and it was reported that the physician noticed a dissection in the cavernous sinus and the patient developed a carotid-cavernous fistula. The patient is stable, and the carotid-cavernous fistula would be addressed later.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00421 1. Section b. Box 5. Describe event or problem. Potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, arteriovenous fistula, dissection or perforation, and are included in the labeling. Therefore, it was determined that the reported events are anticipated complications. Results: the returned jet7 was kinked approximately 76.0 cm and 101.0 cm from the hub. The device was fractured approximately 129.0 cm from the hub. The distal portion of the fractured jet7 was not returned for evaluation. Conclusions: evaluation of the returned jet7 revealed a distal fracture. If the device is forcefully retracted against resistance during used, damage such as a fracture may occur. No other devices associated with the complaint were returned for evaluation. Further evaluation of the returned jet7 revealed kinks. Based on the returned condition, these kinks were likely incidental to the complaint and may have occurred during packaging for return to penumbra. The distal portion of the fractured jet7 was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), velocity delivery microcatheter (velocity) and, non-penumbra balloon catheter. During the procedure, the physician accessed the high cervical with the neuron max and then advanced a guidewire and velocity to the m2. Next, after advancing the jet7 over the guidewire and velocity, the physician removed the guidewire to make the first pass using the adapt technique with the jet7 and velocity; however, was unable to remove the clot. The physician then decided to retract the jet7 back from the m2 and into the internal carotid artery (ica) to make a second pass. However, while advancing the guidewire and balloon catheter through the jet7, the physician experienced resistance; therefore, the jet7 was removed and the distal tip was found to be damaged. The procedure had ended at this point and it was reported that the physician noticed a dissection in the cavernous sinus and the patient developed a carotid-cavernous fistula. The patient is stable, and the carotid-cavernous fistula would be addressed later.